Event description:
It was reported that pump experienced malfunction with an alarm message but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue pump use, and was instructed to call back if malfunction happened again.